Event description:
It was reported that the guidewire became stuck on the burr. A 2.00mm rotapro device was being used along with a ng rotawire floppy single guidewire. During the procedure, the rotapro burr became stuck with the rotawire. The physician was unable to free the burr and the guidewire, so both were removed from the patient together. A new 2.00mm rotapro and ng rotawire floppy single were opened and used to complete the procedure successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Analysis of device by MFR: the return products consisted of the rotapro 2.00mm atherectomy system and the rotawire drive. As the devices were analyzed visually, it was noticed there was a kink near the proximal end of the wire, which can lead to the wire becoming stuck with the burr. Analysis confirmed the reported event, as the kink in the rotawire drive appears to have lead to the wire becoming stuck on the burr.

Event description:
It was reported that the guidewire became stuck on the burr. A 2.00mm rotapro device was being used along with a ng rotawire floppy single guidewire. During the procedure, the rotapro burr became stuck with the rotawire. The physician was unable to free the burr and the guidewire, so both were removed from the patient together. A new 2.00mm rotapro and ng rotawire floppy single were opened and used to complete the procedure successfully. No patient complications resulted due to this event.